Event description:
It was reported that cgm displayed repeated error messages, including error 42, which occurred three or more times on current pump. There was no reported impact to the customer¿s blood glucose level. Customer continued using current pump while technical support arranged shipment of replacement pump under warranty, confirmed shipping address, instructed customer to place pump in storage mode before return, advised customer to reenter pump settings and reconnect cgm on replacement pump, and requested return of problematic pump using prepaid label within 10 days, which customer acknowledged and understood.